Event description:
Caller reported the display segments/pixels on the pump is defective. Caller stated it is difficult to read the numbers correctly. No adverse event reported. Requested return of the pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.